Manufacturer narrative:
The returned lead was capped off approx. 17 cm distal from the is-1 connector pin and only fragments of the lead were available. Only the proximal portion of the lead was returned for analysis. The returned fragments were visually, mechanically, and electrically inspected. During the visual inspection, the insulation showed wear, which was also found intraoperatively, at approx. 15 cm distal to the is-1 connector pin. The location and type of wear are characteristic of a massive mechanical load imposed on the lead by friction with the generator housing. For the analysis, no x-ray imaging or other diagnostic imaging was available that would provide information about the spatial relationship of the implanted system in the body. Furthermore, a break in the cable leading to the shock coil was detected. This is likely due to the mechanical load occurring during device replacement, which then led to an intraoperative rise in shock impedance. The production process for this lead was reviewed. No irregularities were detected in the production documents. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect.

Event description:
After an implantation period of approximately 101 months, it was reported that during a device change a shock impedance of greater than 150 ohms was measured. After disconnecting the lead, a damage near the df-1 connector pin was observed. The lead was capped and replaced.